Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgeon performed an ablation collar bone (clavicle) procedure on monday, (B)(6) 2015. The hospital wanted to book an ablating ancillary, but the appropriate instrument set would not be available until (B)(6) 2015. So, the hospital ordered a screwdriver bit operace t8 (part number 80073). The endpiece was also out of stock, so they chose the t9 (part number 80198), which is used for screw diameters of 2.4mm, 2.7mm, and 3.5mm (therefore suitable for the removal of a collar bone locking compression plate). The day of the surgery, the surgeon was unable to unscrew the small screws (though intact and good footprint) because the screwdriver did not fit at all into the screw head. The surgeon had to saw off the screw heads to remove plaque. The procedure had to be extended for 2 hours and the hospitalization stay extended for 24 hours. This report is 1 of 4 for (B)(4).

Event description:
Additional information: it was reported that the patient experienced significant bleeding.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials/mrn and weight are unknown. Product name reported as ¿screwdriver insert for screws torx® and¿. Request for clarification made. Device is an instrument and is not implanted or explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: selzach - manufacturing date: july 4, 2014 - supplier: pb swisstools. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the screwdriver-insert shows slightly wear and tear signs at the torx-tip. The condition and size of the screws used is unknown. The manufacturing review of the device shows that the production procedure of the insert was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided clinical information and after consulting our product development engineer; in the trauma screw-portfolio, there are no screws with a t9 recess available. Therefore the wrong screwdriver-insert was selected. In the actual technique guide there is a list which should help to select the screwdriver insert of the appropriate size and shape. The table provides an overview of the screw recesses used for the respective screw diameters. This overview is only a recommendation for the selection of screwdriver inserts, with no guarantee of accuracy or completeness. Before using the selected screwdriver-insert, it must be always ensured, that the screwdriver insert is fully inserted into the screw recess, otherwise if the wrong size was selected, the insert may spin in the recess and the screw cannot be removed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional information: it was reported that the patient experienced significant bleeding. Correction: device is not distributed in the united states, but is similar to a device marketed in the us. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.